Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing, fluctuating blood glucose levels (approx. 30-600 mg/dl). Customer believed that fluctuations may have been related to pump settings. Reportedly, customer used the pump for basal delivery only and took no action to lower blood glucose levels other than basal delivery. Customer drank juice to raise low levels. Reportedly, customer had fallen once due to low blood glucose but no injuries resulted from the fall. System check was performed with tandem technical support and no pump issue were identified. Recommendation was made for customer to discuss pump settings with healthcare provider.